Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that at the pulse generator exhibited a lead impedance measurement anomaly. The device was explanted and replaced.